Manufacturer narrative:
(B)(4). Estimated date of occurrence. It was reported that the proglide device was used in a moderately calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The other perclose proglide device referenced is filed under a separate medwatch MFR number. Evaluation summary: the device was returned for analysis. The reported failure to deploy the suture was confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conforming material reports or exceptions that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that arteriotomy closure of the moderately calcified left common femoral artery was attempted with proglide devices, using a pre-close technique, via a 6f sheath prior to an aortic valvuloplasty procedure. Reportedly, when harvesting the sutures, the suture came out of the anatomy. The suture did not capture the artery. A second proglide device was used with the same results. The sheath was upsized to 9f and the aortic valvuloplasty procedure was completed. Manual arterial compression was applied to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.